Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension; product ID 3550-39, lot# n234318, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: accessory; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient never had a therapeutic effect and overstimulation. The device was reportedly explanted as a result of the event. It was unknown if any diagnostic testing or troubleshooting was performed. It was unknown if there was a product issue or if the issue resolved. It was unknown if the cause of the issue was determined. It was noted that the patient was at the surgery center for a new pump and catheter implant, and an explant of the scs system was added to the procedure. It was noted that pre-op, the patient stated ¿the therapy never really worked¿ and she thought the trial worked because she ¿wanted it to work so badly.¿ the patient¿s status was noted to be alive with no injury. No complications were reportedly associated with the event. Additional information received reported the patient was doing well. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Event description:
Additional information stated that overstimulation was previously reported in error. It was clarified the patient only ¿never had th erapeutic effect¿ and that ¿there was no report of overstimulation.¿

Manufacturer narrative:
(B)(4). The additional information received indicated there is no evidence to reasonably suggest that the device in this report may have malfunctioned or that the device or a similar device would be likely to cause or contribute to a death or serious injury if the issue were to recur.